Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose level of 600mg/dl. Troubleshooting found that the cannula was bent. Customer was advised on proper insertion and site technique. Customer declined high blood glucose troubleshooting and indicated that they are able to bring down their high blood glucose themselves. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.